Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and a faint feeling. It was further reported that the lead lost capture and exhibited high thresholds two hours after it was implanted. The lead will be explanted and replaced. Reprogramming occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.